Manufacturer narrative:
The automated impella controller was received for evaluation/analysis. Service history review noted there were no issues related to this complaint discovered when reviewing the product history of console ic4019. The cause of the unexpected shutdown alarm was the user previously performing an emergency shutdown by holding the power button for 15 seconds. H6 investigation type, findings and conclusion codes, along with the h6 component code, were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A report was received involving a 36 year old female scheduled for high risk percutaneous coronary intervention (hrpci) in which an impella cp pump ((B)(4)) was opened, primed, and connected. Based on the information available, the impella cp system experienced a controller shutdown alarm during initial preparation and placement, resulting in an aborted procedure and removal of the device. Due to the lack of device return, incomplete procedural details, and limited information regarding the sequence of events, the root cause of the controller alarm cannot be determined at this time. The outcome of the patient is unknown at the time of reporting.

Manufacturer narrative:
D6a and d6b should have been left blank on the initial manufacturer device report. E4 was inadvertently omitted on the initial manufacturer device report. H5 and h8 was erroneously entered on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.